Manufacturer narrative:
The insulin pump received with blank white display due to corroded electronic assemblies, corroded battery tube and corroded motor home switch. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at the battery compartment. Customer's blood glucose level was 16.1 mmol/l. Customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.